Event description:
Customer reported a centrifuge bowl leak that occurred during treatment. Css received the following e-mail from the distributor of (B)(6) 2014: "on the (B)(6) 2014, one of our clients informed us that during the procedure with uvar xts sn (B)(4), had a problem with the set xt001 lot a906. During the first drawing cycle, a message "occlusion patient" appeared, but after that the drawing flow was better. During the first buffy coat the same message appeared. They managed to complete the collection with a lot of troubles with the blood flow. During the return phase, the flow was good and they didn't have any message as far as the flow was concerned at the second drawing cycle. While in the second buffy coat cycle, the message "occlusion patient" appeared again and after that 'blood leak" and they detected blood leakage in the centrifuge. The procedure was aborted, and no blood was returned to the patient. The distributor reported the patient is now in a stable condition.

Manufacturer narrative:
After multiple follow-up attempts, the clinical service representative was not able to obtain the facility name and address at this time; however, we continue to follow-up with the distributor and as soon as we obtain the information, a supplemental report will be created and sent. Batch record review of lot a906 was conducted. There were no non conformances related to this type of failure for this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on information available at the time of the investigation. Product has not yet been returned by customer for investigation; therefore, no root cause could be determined at this time since investigation is still in progress. (B)(4).